Event description:
Repair request initiated and escalated to complaint with a report of parts detached/missing. No pt impact reported. On follow-up, it was noted that this was identified during set-up, and it was confirmed that there was no pt impact.

Manufacturer narrative:
Report confirmed. A portion of the foot of the attachment was detached and missing. It was also noted that the internal tube bearing had failed and signs of internal corrosion were evident. On follow-up, it was confirmed that there was no pt impact. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."